Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that starting june of this year, their ins battery depletes fast, and the stimulation turns itself off whenever the ins battery becomes empty. Pt stated that the ins was charged at 90% this morning but would deplete fast when used. Agent reviewed with pt that the ins depleting fast depends on settings/usage and the stimulation would turn off when the ins is empty. Pt mentioned that the manufacturer representative (rep) set their settings at 3.0. Agent redirected pt to their doctor and rep but pt mentioned that it takes a month to set up an appointment with their doctor and they don't have a contact of the rep. Agent reviewed the role of rep and sent a message to the field for visibility.